Manufacturer narrative:
Additional information: b5, g3, and h6.

Event description:
New information notes that programming changes were made to address right ventricular (rv) lead. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for a follow up due to an arrhythmia. Device interrogation revealed noise oversensing leading to loss of pacing on the right ventricular rv lead. No changes or intervention were reported. The patient was in stable condition.

Event description:
New information noted that on (B)(6) 2023, the lead was capped and replaced. The patient was in stable condition.